Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item# 115.102.06, lot# unk; h plate, 6 holes qty 2. Item# 115.104.06, lot# unk; o plate 6 holes. Item# 100.035.16, lot# unk; locking screw 16mm gold qty 12. Item# 100.035.18, lot# unk; locking screw 18mm green qty 9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3010906386-2023-00003; 3010906386-2023-00004; 3010906386-2023-00005; 3010906386-2023-00006; 3010906386-2023-00007; 3010906386-2023-00008; 3010906386-2023-00009; 3010906386-2023-00010; 3010906386-2023-00011; 3010906386-2023-00013; 3010906386-2023-00014; 3010906386-2023-00015; 3010906386-2023-00016; 3010906386-2023-00017; 3010906386-2023-00018; 3010906386-2023-00019; 3010906386-2023-00020; 3010906386-2023-00021; 3010906386-2023-00022 and 3010906386-2023-00023.

Event description:
It was reported that the patient underwent an initial procedure, and subsequently was revised due to wound dehiscence. No further event information is available at the time of this report.